Event description:
The lens packaging of an aq2010v silicone three-piece lens, was opened and it was noted that the lens was torn. The reporter stated the lens was received they way. The lens was not used and there was not patient contact or injury.